Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wrist of the force bipolar instrument was observed to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip tang at the idler pulley. A piece measuring approximately 3.20mm x 1.35mm was found to be broken off that was not returned with the instrument. The probable root cause of broken instrument grips tang may be attributed to damage to the instrument while performing off-label surgical applications or instrument mishandling.

Event description:
Refer to h11 for follow-up information.